Event description:
It was reported that high impedances were detected and the patient felt shocking behind their ear, due to a fractured lead. Additional information reported the lead was explanted and replaced. The patient is tremor free with no problems.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v055604, implanted: 2008-(B)(6), product type lead. (B)(4).